Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis event. The patient was treated with injection vancomycin (1000mg, route, frequency, and duration not reported) and injection amikacin (100mg, route, frequency and duration not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient¿s effluent had become clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.